Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump has shut off unexpectedly multiple times over the past 2 weeks. Customer reported blood glucose (bg) level was over 600 (mg/dl) with ketones. A manual injection and a bolus via the pump were delivered to address bg level. Review of pump data by tandem technical support confirmed the pump only shut off once in the past two weeks. The proper succession of low power alerts and a low power alarm were declared prior to the shutdown and not addressed by the customer by charging the pump. The customer stated the pump did shutdown despite the data logs indicating they did not. In addition, it was observed in the data logs that the pump battery dropped form 25% to 10% in 7 minutes. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.